Event description:
The patient had hip prosthesis cups from exactech implanted in 2019. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scans showed a clear decentration of the prosthesis heads and unusually large osteolyses (left>right) in both acetabula as a sign of premature inlay wear. This was verified when the inlay was changed on the left on (B)(6) 2024 to a vit e-hardened specially approved inlay (novation xle, neutral liner, group 1, 32 mm i.d., ref 140-32-51, sn (B)(6). As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the socket was determined, the cysts in the socket were cured and filled using hydroxyapatite + calcium (ceramic bone void filler) and the prosthesis head was replaced.

Manufacturer narrative:
Pending investigation. D10: 5514440 180-01-48 - crown cup,cluster-hole gr. 48.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H7: z-2117-2021.